Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of an intracranial hemorrhage and psychiatric disorders could not conclusively be determined through this evaluation. The patient remained ongoing on (B)(4) until the device was explanted on (B)(6) 2020 (refer to MFR # 2916596-2020-02503). The hmii left ventricular assist system (lvas) instructions for use (IFU) list potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including bleeding, stroke, and psychiatric episodes. Heartmate ii lvas IFU, is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including bleeding, stroke, and psychiatric episodes. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a neurological dysfunction (stroke) with the occipital region as the site of origin. The patient was readmitted due to the development of neurological dysfunction and psychiatric disorders from (B)(6) 2020 to (B)(6) 2020. Visual field impairment was observed as a clinical symptom, and computed tomography (CT) results diagnosed intracranial hemorrhage. Anticoagulant treatment (warfarin, aspirin) was performed at the time of the event. Treatment at readmission was drug treatment ( fresh frozen plasma (ffp) administration). The cause of neurological dysfunction was unknown. The relationship between neurological dysfunction and this product was unknown.